Event description:
Super patch company is the 2024 version of power balance. In 2011, researchers from (B)(6) reported the results of an independent, randomized and controlled double-blind trial. They found no difference in balance between people using a holographic wristband and those wearing a placebo. A study at the (B)(6) tested the effects of power balance bracelets on a group of ncaa athletes. One set of the athletes received the power balance bracelet, while the other received a placebo bracelet. The athletes were subjected to tests of flexibility, balance, and strength, after which the athletes switched bracelets and performed the tests again. The study found that the power balance bracelet had no effect, compared to the placebo, on the performance of the athletes. Super patch company is using all the same placebo effect to sell a sticker to people who are hurting and vulnerable and bragging to customers the product is FDA registered, often confused with FDA approved. (B)(4) sold me some patches and said it would help my balance, adha and possible dementia. (B)(4) all but said it was the fountain of youth! He said it would stop multiple sclerosis in its tracks. It supposedly is sending signals to my brain. Additionally, he did a demo, or test to prove that it worked, it was almost exactly the same demo as power balance. FDA, you need to get in front of this now. They are scamming people all over the world, according to (B)(4), selling in europe. This patch did nothing for me. Except take my money and hurt me! In pain.